Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: na. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+3.0/089 (sphere/cylinder/axis) in the patients left eye (os), on (B)(6) 2023. The lens was reported as tearing during loading. The lens was implanted and remained implanted. There was no patient injury.